Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is split from the edge across the center of the lens. A crack is observed on the optic near the edge and the split area. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Information regarding the viscoelastic was not provided. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The file indicates that the company, 25.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company extended depth of focus lens with a difference of three diopters. Due to the exchange different multifocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient had starbursts with night driving and photopsia. The lens was exchanged with non-company iol following the initial implant procedure. Additional information has been requested.